Manufacturer narrative:
Reporter address: (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. The patient was treated with unknown intravenous antibiotics. At the time of this report, the patient had been discharged and has recovered. Action taken with pd therapy was not reported. Additional information is not available.